Event description:
The following info was rec'd from the study: one-month post index procedure, the pt was admitted into the hosp with stable angina (ccs2) where angiogrpahy revealed restenosis of the target lesions. There was 75% restenosis in the proximal left anterior descending artery and 60% restenosis in the mid circumflex artery. Timi flow was grade iii for both lesions. A cutting balloon was used to treat the lesions. The pt had three bx sonic stents implanted. The first 3.5 x 23mm bx sonic stent was placed in the type c proximal left anterior descending artery at 12 atms. The lesion was pre-dilated with a 2.5 x 20mm balloon at 10 atms. The lesion was not post-dilated. Timi flow was grade iii. Two 3.0 x 18mm bx sonic stents placed in the type c, calcified mid circumflex artery at 12 atms in overlapping fashion. There was a type a dissection post ptca. The lesion was pre-dilated with a 2.5 x 20mm balloon at 12 atms. The lesion was post dilated with a 3.0 x 18mm balloon at 18 atms and there was no dissection post dilatation.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. This medwatch reflects two products with the same catalog and lot number. These are the second and third products involved with this adverse event, which are associated with mfg report #9616099-2006-01068 and # 9616099-2006-01071.